Event description:
During a review of the logs of a returned homechoice (hc) machine, one increased intra-peritoneal volume (iipv) was identified during cycle 4, which occurred on (B)(6) 2013 05:03:55. The patient's largest prescribed fill volume (lpfv) was 2500ml and the drain volume was 4348ml, which met iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.